Event description:
After iabp for five to six hours, poor augmentation was noted. The iab leaked. Blood was noted in the catheter. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 3/25/97.) (Pt's current status: unk - rpt'd 3/25/97.)